Event description:
Procedure: lap gastric bypass. Reportedly, the instrument fired on the stomach; however the middle staples did not form. There was some bleeding and fluid leakage. This was repaired with the application of another staple line and the use of a laparoscopic suture device. Some pt's tissue was lost when they had to close the stoma on the pt side of the redundant stomach. The procedure extended 15 minutes.